Manufacturer narrative:
H3) the power sply bi70000084 assy ups w/switch (rev. 3 : s/n(B)(4) ) was returned for analysis. Analysis found an elec trical failure. The ups failed bench testing. The battery no longer held charge. Evaluation codes that apply to this testing: 10, 120, 4307. The cpu bi40000027 paxscan 4030cb cp2 (rev. 1 : s/n 9t-043914-004) was returned for analysis. Analysis found that the cp2 was faulty. The cp2 paxscan was installed in a known good o-arm system and the system did not initialize. Motion, generator, communication and charging failed to ready. Visually confirmed a red solid light signaling a problem with the fiber optic cable port connection and no display fault code available. Evaluation codes that apply to this testing: 10, 120, 4307. The svc kit bi71000112 oarm comp 554/3.1.6 (rev. 5 : s/n (B)(4) ) was returned for analysis. Analysis found no fault. Evaluation codes that apply to this testing: 10, 213, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the computer of the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that files on the unit were corrupted and the operating system would not load and the application software would not launch. Continuation of d11: pn: bi71000848r, ln: rev. 6 : s/n azp49040768 / 1170953 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the mvs interface cable was returned to the manufacturer for analysis. The mvs interface cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs computer stopped working during troubleshooting. The mvs computer, image acquisition system (ias) computer, uninterruptible power supply (ups), mvs interface cable, and inner covers were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from manufacturer representative (rep) regarding an imaging system outside of a procedure. The rep indicated that the mobile viewing station (mvs) computer needed to be replaced to have the latest revision in preparation of fca and the computer was really slow. Additionally, it was noted that the inner gantry cover needed to be upgraded, but there was no report of cover damage. There was no patient involved with this issue.